Manufacturer narrative:
Concomitant medical product: product ID: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent undersensing on some stored electrograms (egm) possibly contributing to inappropriate event termination. Variable thresholds was also noted on the right ventricular (rv) lead. Both pacing leads remain in use. No patient complications have been reported as a result of this event.